Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy, bowel dysfunction/sacral nerve stim, and urinary/bowel disfunction. It was reported that they had problems with thunderstorms, they felt zapping during thunderstorms. This started after they got the interstim and turning therapy off during storms resolves the issue. Patient said there was a storm happening now and they requested assistance. They were successful to synch with their implant and turn their therapy off. Redirect to doctor if issue persists.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.